Manufacturer narrative:
A specific root cause could not be identified. Additional information was requested for investigation but was not provided. A general reagent issue can most likely be excluded. Possible root causes for this event may be related to sample quality and insufficient maintenance. Mis-pipetting due to clots in the sample, improper sample preparation and sample handling are the most likely root causes.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for elecsys cea assay (cea). The erroneous results were reported outside of the laboratory. The initial result produced a sample alarm with no result. The user identified a clot in the sample and removed it. The sample was repeated and the result was 3.68 ng/ml. This result was reported outside of the laboratory where it was questioned by the physician. The physician did not treat the patient and repeat testing was requested. On (B)(6) 2016 the original sample tube and an additional sample tube from the patient drawn at the same time was repeated with results of 96.14 ng/ml with a data flag (from the original tube) and 97 ng/ml. The physician expected these values. No adverse event occurred. The cea reagent lot number and expiration date were not provided. The field service engineer visited the customer site. The sample probe and sample rack sampling position were out of adjustment. The sample probe and sample rack positions were adjusted. Performance testing was completed. Precision testing was performed at the customer's request using patient serum pools. All diagnostic testing results were acceptable and within specifications.